Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient met with the physician as her ipg wound site had not completely healed. It is uncertain if there was any drainage from the wound. Subsequently, surgical intervention was taken to re-suture the wound.